Event description:
Info rec'd indicates the siderail will not latch due to a broken siderail end tube.

Manufacturer narrative:
The technician replaced the broken siderail end tube to repair the stretcher.